Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly and bleeding occurred. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.